Event description:
On may 24, 1993 at 8:35pm the distributor receiverd a call from the homecare therapist on call and was informed that the patient's caregiver and father noticed a leak around the patient's trach tube. When they attempted to change the tube, the wings of flange seperated from the shaft, which remained in johs' stoma.the fathetr was able to remove the shaft from the stoma with tweezers. The therapist reported that the patient suffered no injury or ill effect from this incident. A new trach tube was inserted from a different lot.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated. Results of evaluation: loss of lubrication. Conclusion: device failure occurred and was related to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.